Event description:
The customer reported that the system did not fluoro. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The camera needs to be replaced but the customer has chosen not to have it repaired at this time.